Event description:
Same case as MDR#6000093-2006-00023. The pt received angiomax, plavix, versed, fentanyl and nitroglycerin. A 6 french (f) x 12mm sheath was inserted into the right femoral artery. A 6f guide catheter was placed over a runway cls3.5 wire and two bmw guidewires were inserted and advanced down the left anterior descending (lad) coronary artery. The maverick balloon was inflated three times at 6 atmospheres for 15 seconds and once at 6 atmospheres for 5 seconds. Each ptca inflation was proximal to the last inflation. The 2.25x24mm taxus express2 drug eluting stent was deployed at 9 atmospheres for 30 seconds. Post dilation was performed at 14 atmospheres for 10 seconds. The 2.75x32mm taxus express2 was deployed at 14 atmospheres for 30 seconds and post dilated at 16 atmospheres for 11 seconds. One day later the pt received fentanyl, versed, reopro and heparin. A 6f x 12mm sheath was placed into the left femoral artery followed by a runway 6f cls3.5 wire with 6f catheter over the wire. This catheter was removed and a guide catheter cls3.5 and guidewire choice pt extra support 0.014 was advanced across the lad. The voyager balloon was inflated at 8 atmospheres for 30 seconds and again at 8 atmospheres for 120 seconds.

Event description:
One day after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The lesion being treated was located in the left anterior descending artery (lad). The lesion was pre-dilated with a 2.25 x 20 mm maverick balloon. After pre-dilation the physician successfully deployed a taxus express2 2.75 x 24 and 2.75 x 32 mm drug eluting stent. One day after the pt was brought back to the cath lab where it was determined the taxus stents had a thrombosis. The physician decided to diltate the thrombosis with a 2.0 x 12 mm voyager balloon. No further pt injuries or compliucations were reported. Pt status is reported as fine.